Event description:
The customer contact reported a separation; subsequently, blood loss was noted. The device was connected to the pt's catheter. It was reported that one of the two prepierced reseal ports was accessed with an unspecified blunt cannula to deliver an unspecified concentration of heparin. After an unspecified length of time in use, it was reported that the green band that surrounds the prepierced reseal port cracked and broke off. The prepierced reseal then separated from the port and an unspecified volume of blood leaked from the port. The device was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. (B) (4). (B) (4).